Manufacturer narrative:
There was no patient involved in this event. Serial number for the system has been asked but remains unknown. Other relevant device(s) are: product ID: 9735736, version: (B)(4). Medtronic representative went to site and performed a system checkout. There were no failures found and the system passed checkout. Software logs relevant to this event have been uploaded to fdr for evaluation. However, results from analysis are not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during an in-service at the site. It was reported that the system encountered multiple performance errors. After a trace registration on a third-party scan, the system gave a performance error, requiring a hard reboot to remedy the issue. Additionally, the hard drive space was cleared (only three patients), and there were no reported high-performance tasks run on the system. There was no patient involved in this event.

Manufacturer narrative:
H3: software analysis completed. Logs were reviewed, "low-performance warning" message posted a couple of times but cleared immediately. This did not provide insufficient information to determine root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.